Event description:
It was reported that the universal oscillating saw attachment was not working properly. There was no pt harm or delay reported and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 08/14/2012. Eval of the device observed that saw attachment locking mechanism was defect. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.